Manufacturer narrative:
Based on the claim against the product by the customer noting , the large hem-o-lok clip applier instrument would not release clips, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the large hem-o-lok clip applier instruments would not release clips. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the large hem-o-lok clip applier associated with this complaint and confirmed the customer reported complaint "would not release clips." The primary finding of a failed functional clip test is related to the customer reported complaint. The large hem-o-lok clip applier failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observations not reported by the site included excessive amount of dried residue around the clamping pulley cable grooves. The large hem-o-lok clip applier was found to have multiple input disks broken. Hairline cracks were found on the grip input shaft. Input disk #6 was found broken into pieces inside of the housing. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
Refer to h10/h11 for follow-up information.